Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage was noted. The lesion was located in the severely calcified right coronary artery. After predilating several times they made several attempts to place the 2.25x20mm taxus express2 atom coronary stent, however they were unsuccessful. The stent was pulled back and they noticed that the stent strut was flared. The patient status is ok with no complications reported.